Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 12/20/2010, 12/21/2010, 12/23/2010, and 01/11/2011 by phone, fax, and mail. A completed questionaire and medical records received on (B)(4) 2011. (B)(4).

Event description:
A user facility reported that a surgeon was unable to complete an intraocular lens (iol) implant surgery and had to remove the iol and close the wound due to lens damage during surgery. In a f/u with the business manager for the ophthalmic surgeon, the pt had an extensive ophthalmic history. She had been treated by the surgeon initially for a retinal detachment (rd) with the macula off. The surgeon performed a pars plana vitrectomy, a gas/fluid exchange and a laster treatment. The patient subsequently had another retinal detachment four months after the initial rd. At the time of that visit, the surgeon noted the pt had proliferative vitreoretinopathy. The rd was repaired surgically at that time. Approx six weeks following the second procedure, the retinal detachment was noted to be worsening. The surgeon performed a pars plana lensectomy with silicon oil insertion in a third surgical procedure. This history was all pre-existing the event. The pt was subsequently taken to surgery four months following this for a silicone oil removal. The surgeon elected to insert an intraocular lens (iol) during the same procedure. Following insertion of the iol, the surgeon noted that one of the haptics had broken. The surgical incision was enlarged and during the removal of the iol, a choroidal hemorrhage occurred. Some swelling of the eye wall was noted at this time. Following removal of the iol, the surgeon elected to leave the pt aphakic. On the first postoperative day, the surgeon noted some blood floating in the front of the eye on examination. The surgeon indicated that he would leave the pt aphakic until she was healed. At that point he would make a decision on whether to go back and put in a lens or correct the pt with contact lenses or glasses. The surgeon noted the pt had excessive pain during the postoperative period and required more pain medications than usual. In a f/u with the pt, she expressed being upset about the loss of her vision, because as a journalist she has been unable to write. In a f/u, the surgeon noted the pt was still healing.